Event description:
It was reported that the right atrial (ra) lead showed poor p-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5386 competitor implantable pulse generator 2005 (B)(6); (B)(4) competitor implantable pacing lead 2008 (B)(6). (B)(4).